Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of premature battery depletion. No further information is known at this time.

Manufacturer narrative:
Event conclusion reliability assurance testing revealed the device had no tones, no telemetry and no output. Returned paperwork indicated that the ICD was dropped post explant. External visual showed no abnormalities. Internal visual revealed several unattached components. The battery was fully depleted at time of analysis, and device memory was lost. Since battery was depleted and the ICD experienced severe mechanical shock, the root cause analysis is inconclusive.